Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of stomach pain, vomiting and subsequent hospitalization for peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set leak or defect reported for this event. All pd patients are at an increased risk of infection due to a compromised immune system and the possibility of microbial contamination due to dialysis techniques. Although the source of the peritonitis has not been confirmed, the pd catheter provides a portal of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support stating that they were feeling very ill during dwell 1 of 4 of their pd treatment. It was reported the patient was vomiting. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn). Additional information was obtained through follow up with the patient and the patient¿s pdrn. The patient stated they were unable to complete pd therapy on the night of the call to technical support, but that they were continuing pd therapy on the liberty select cycler since then. The patient¿s pain was increasing, and they were admitted to the hospital (B)(6) 2019. The pdrn confirmed that the patient was diagnosed with peritonitis. A pd effluent culture was obtained; however, the results are not available. The patient was initiated on intraperitoneal (ip) antibiotic therapy with cefazolin daily for three weeks (dose unknown) with the last dose expected (B)(6) 2019. The patient has continued with pd therapy on the liberty select cycler during the hospitalization. The patient is expected to be discharged on (B)(6) 2019 and be administered the antibiotics at the pd clinic. The patient initially reported the infection was possibly pd catheter related (not a fresenius product), but the cause of the peritonitis event has not been confirmed. There were no issues with the liberty select cycler or cycler set reported for the peritonitis event.